Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir not able to lock in place when inserted into insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen will get dark due to temperature effect. The device will not be returned for analysis.